Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: did the patient undergo a full metallurgical panel and if so, can these results be shared with ethicon? No further information is available. What specific metal or metals is the patient allergic to? No further information is available. How is the allergy being treated? No further information is available. Why does surgeon believe the abscess is related to an allergic reaction? No further information is available. Were the clips removed or were the clips left in place? The clips left in place. What is the current patient status? The patient is not hospitalized. No further information will be provided."

Event description:
It was reported that after a laparoscopic cholecystectomy, an abscess was found where the clip was used. The procedure was performed in (B)(6) 2018. There was no problem with the patient's condition after the procedure. The patient revisited the hospital and the drainage was performed in (B)(6) 2020. The abscess was found around the cystic artery and the cystic duct in (B)(6) 2020. The clips were left in place and the patient is not hospitalized. The patient has a metal allergy. No further information is available.